Event description:
In 2007, this pt was implanted with a gore tag thoracic endoprosthesis. One month later, the pt was identified with a type ii endoleak attibuted to residual flow from the native subclavian artery. A reintervention took place on approx three and a half months later. The proximal native left subclavian artery was successfully coil embolized, sealing off the type ii endoleak.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.